Manufacturer narrative:
(B)(4). Additional information: date of event, describe event or problem, and concomitant medical products. A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day of onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Street address: (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event, treatment details, patient&#38112;recovery status, and the action taken with dianeal and extraneal therapies were not reported. No additional information is available.